Event description:
Rtpr states that on four occasions when tubing was properly placed in the pump, the peristaltic movement of the pump would cause the tubing to kink. The pump failed to alarm high pressure, and would only deliver approx 50% of medication ordered. Rptr states that the MFR has been notified, but rptr states that the MFR believes the problems to be user error. Pt experienced an under dose of cleocin three times. The medication had to be reinfused, which caused a delay in treatment.